Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2014 with the following: a review of the pump¿s black box history showed that a power reboot occurred after a low battery warning and after a cs 052 call service alarm. Visual inspection revealed that there was evidence of moisture inside the battery compartment. The battery compartment was intact; no damage was observed. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions occurring. A leak test was performed and no leaks were found. The pump case was removed and no evidence of internal moisture was found on the printed circuit board or other internal components. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint that the pump had no power was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.